Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of the medical records it was discovered the peritoneal dialysis (pd) patient had been diagnosed with peritonitis on (B)(6) 2016. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported having cloudy effluent and abdominal pain and was diagnosed with an episode of coagulase-negative staphylococci peritonitis on (B)(6) 2016, was initially treated in clinic and ended up being hospitalized from (B)(6) 2016 due to continued abdominal pain. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash his hands and did not don a mask. Per pdrn no fluid leaks were reported during treatments or prior to infection. Per pdrn the patient was discharged and was able to resume peritoneal dialysis therapy using the cycler. Additional medical records were requested.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. During review of medical records it was noted that the patient was previously diagnosed with peritonitis in (B)(6) 2016. The peritoneal dialysis (pd) nurse confirmed that the peritoneal dialysis patient had complained of abdominal pain with cloudy effluent. The patient had been receiving peritoneal dialysis since (B)(6) 2013. The pd nurse confirmed that the patient was diagnosed with peritonitis following a positive culture for the organism staphylococcus epidermis on (B)(6) 2016. The patient was ordered to be treated with 1 gram fortaz and 2 grams of vancomycin, however the patient¿s caregiver did not understand the instructions and only received 1 gram of vancomycin. The prescription was changed to vancomycin 1 gram. The patient was later hospitalized on (B)(6) 2017 due to continued abdominal pain, nausea, fatigue and chills. Upon admission to the hospital the patient was treated with a dose of the antibiotic ceftriaxone. The patient was discharged on (B)(6) 2016 in stable condition and able to resume peritoneal dialysis therapy. The pd nurse reported that there were no fluid leads during treatment prior to the infection. The pd nurse stated that the peritonitis was caused by touch contamination and the patient had breaks in technique and sterility. The pd nurse stated that the patient reported no practicing aseptic technique during treatment and did not wash hands nor don a mask. Review of the medical records also indicated that the patient reported to the nurse touching the peritoneal dialysis treatment connection and continued treatment without re-setting up the treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.